Manufacturer narrative:
Additional information received has been updated in sections h6 under component code, type of investigation, investigation findings, investigation conclusions. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss alarm noted during testing or in the pump trace download. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The following analysis summary relates to recent testing of pumps performed as part of litigation. This additional testing is being added as a supplement to the original test results noted above. Visual inspection verify if the pump has any cosmetic damage (yes or no): yes. If yes, location of the damage (i.e., display screen): minor scratched display window, scratched display window cover, scratched case, cracked retainer ring, pillowing keypad overlay. Retainer ring color (black or clear): clear. Is the retainer ring connected to the case (yes or no): yes. Is the retainer ring intact (yes or no): yes. If no, describe the condition: n/a. Verify if the reservoir locks in place? (Yes or no): yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Troubleshooting was completed. User alleged the retainer ring was broken. Event was in the morning of (B)(6) 2019. On (B)(6) 2019, a new sensor and been started. Set/reservoir change was on (B)(6) 2019 at 10:30pm. The customer was using the insulin pump within 48 hours prior to reported event. The customer used sensors at the time of incident, however the customer was unsure whether the auto mode feature was active. User also alleged using mmt-1780kl ((B)(6)) but they did not receive this pump until (B)(6) 2020. User reported another low on october 1st. Current case is to report the september 24th event. Please see case-(B)(4) for the low on october 1st. Per case-(B)(4), his wife did not hear any alarms. Customer had noticed that the reservoir was partially ejected so he turned the reservoir back into place. His doctor said the low was due to having extra insulin onboard. User also said used (B)(6) but it had an open book image on (B)(6) 2019 after swimming per case(B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b3, b5 & h6(hecc, heic) with this report.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic legal received information from the attorney of the family regarding customer experiencing two episodes of hypoglycemia. On (B)(6) 2019 the customer required emergency medical assistance and was taken to the emergency room due to low blood glucose and hypothermia. Blood glucose was 12 mg/dl at the time of admission. Customer was treated with d50 and glucagon. Reporter alleges insulin pump for over delivery and there was damage on the retainer ring causing reservoir not to stay in place but the customer did not have the possession of the alleged defective pump with serial number (B)(4) until july 27, 2020. Customer had another low blood glucose event of 40 mg/dl on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated the pump shut off abruptly even though it had a good battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted during testing or in the insulin pump trace download. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.